Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had reservoir lip ring got damage and failed battery alarm. The customer¿s blood glucose level was 120 mg/dl. The customer was assisted with troubleshooting. Customer stated they got a new battery and put it now it was giving me a load reservoir it was not on the regular screen. The insulin pump will not be returned for analysis.